Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, but there was no adverse impact on their blood glucose level. The issue did not occur during the load process, and while similar alarms had occurred with consecutive cartridges, this specific alarm hadn't been previously reported. Technical support confirmed the incident and resolved it by arranging to send a replacement pump, instructing the customer on how to store the pump before returning it, and to use multiple daily injections (mdi) as backup therapy during the transition. The customer was advised on the necessary steps for setting up the new pump and agreed to return the faulty pump using the provided pre-paid ups label within 10 days.